Manufacturer narrative:
Product event summary: analysis found that the ring attachment was missing, the battery drawer was sticky and the battery contacts were contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.